Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, an "unbalanced occlusion error" message occurred. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) evaluated the unit on (B)(4) 2013, and no issues were duplicated. The unit operated to MFR specifications.